Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Biosense webster performed visual inspection and functional test on the returned device. Visual analysis of the returned device revealed that thermocool® smart touch® sf bi-directional navigation catheter has reddish material inside the clear pebax. Microscopic analysis revealed a hole in the pebax. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The issue reported could be related to the blood observed inside the pebax. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
A patient underwent a pulmonary vein isoluation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during ablation, when the catheter was inserted into the left atrium, when pulmonary vein isolation was started, the contact force values varied widely; denoted as ¿hi¿. Marked descent is repeated. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one." The procedure was completed without patient's consequence. The customer¿s reported high contact force issue is not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 16-aug-2021, the bwi product analysis lab received the complaint device for evaluation. On 27-aug-2021, the device was visually inspected and reddish material was observed inside the pebax. Then microscopic analysis was performed and a hole was observed. This issue of a hole in the pebax is considered an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 27-aug-2021 and reassessed it as MDR reportable.